Event description:
The ge oec 9800 fluoroscopy system would not turn on. No power to workstation.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the workstation power cord. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.